Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. The reported issue was evaluated by customer. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed, customer redid the self-test and device was back to normal use. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The device was operational after redoing the self-test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.